Event description:
It was reported that during a da vinci ventral hernia repair surgical procedure, a cable on the mega suturecut needle driver instrument was identified as being in a loop. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found indentations at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Another finding not reported by the site was that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable or tube abrasions with material removed found during failure analysis investigation, could cause or contribute to an adverse event, if to recur.